Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/20/2016 for investigation. During a preliminary evaluation and a review of the archive log showed that the device was powered on and off daily up until (B)(6) 2016. There were no issues found during this preliminary evaluation other that the "system error." The system error was user advisory 136 (internal parameter corrupted). Awaiting approval from customer.

Event description:
It was reported that during device check the autopulse platform (s/n (B)(4)) displayed a "system error". No patient involved during this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was evaluated by zoll (B)(4) on (B)(4) 2016. During the external visual inspection, the top cover's head restraint brackets were broken off, the autopulse lcd backlight was not functioning as intended. The autopulse 1.5 is a reusable device and was manufactured in december 2010. The physical damage found is a characteristic of normal wear and tear of the device. During the archive data review user advisory (ua) 45 (shaft not a home position) displayed, indicating the lifeband straps were not pulled completely out prior to turning on the device. Also observed was "system error" 136 (internal parameter corrupted). During functional test the platform failed due to the system error displayed upon powering on the device. In summary, the reported complaint of the device displaying a system error upon powering on the device was confirmed during the archive review as well as during functional testing. The root cause of the device displaying the system error was due to defective pca (printed circuit assembly), which was replaced to remedy the reported issue. The pdb (processor distribution board) was replaced per normal service criteria. The device passed final functional test criteria.